Event description:
Hcp reports the pt had received radiation "1,980 cty over 11 daily fractions." The pump had a memory error. The expected reservoir volume was 2-3cc and the actual reservoir volume was 16cc morphine. The pump was reprogrammed, however, it reverted back to a pump memory error. The model stated: 862s-18. The pump was explanted (unknown date) and will be sent to the MFR for analysis. The pt is reported to be doing fine with a new replacement pump.